Manufacturer narrative:
Insulin pump received with button error alarm and no act button response due flattened button dome switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they had experienced high blood glucose and buttons were not responding. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer's wife reported that the insulin pump was broken and buttons was not responding. The customer was advised to discontinue use of the pump. The customer was advised to revert to back up plan per health care professional instructions. The customer's wife declined troubleshooting for the insulin pump. The insulin pump will be returned for analysis.